Event description:
It was reported that the patient presented in the clinic for the generator change procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.